Event description:
The customer reported an image artifact of an intermittently horizontal line. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The service representative repaired the unit to correct issues with the loose screws. He also replaced the side covers. The service representative performed the calibration and self tests. The unit was tested and all functions met specifications. MFR cross reference #: (B)(4).